Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; date implanted - unknown; PMA/510(k) number ; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-00870 & 2016-03086 & 03070).

Event description:
Patient reported undergoing a left hip revision procedure approximately eight years post-implantation due to pain, difficulty walking, difficulty bending over, fluid retention, and loosening of the acetabular component. The modular head was removed and replaced and the acetabular components were replaced with competitor components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Medical records confirm patient was revised 8 years post-implantation due to failure of the acetabular component. Medical records further note yellow-tan fluid and gray-tan tissue within the joint and fibrous connective tissue containing histiocytes and foreign black material.

Event description:
It was reported that patient underwent left total hip arthroplasty (B)(6) 2006. Subsequently, patient underwent left revision on (B)(6) 2014 due to pain, difficulty walking, difficulty bending over, and fluid retention. A review of invoice history along with additional information received indicates the modular head and acetabular component(s) were replaced with a biomet head and competitor acetabular components.

Event description:
It was reported that patient underwent left total hip arthroplasty (B)(6) 2006. Subsequently, patient underwent left revision on (B)(6) 2014 due to pain, difficulty walking, difficulty bending over, and fluid retention. A review of invoice history along with additional information received indicates the modular head and acetabular component(s) were replaced with a biomet head and competitor acetabular components.